Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 82 at the time of the call, and was at 40 mg/dl at the time of admission. The customer was given intravenous fluids, fluids, and dextrose to treat, and reverted to manual injections after discontinuing pump use. The customer experienced symptoms such as vomiting, shaking, and anxiety. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was calling to see if her settings could be changed as they feel the settings set up by their doctor are giving her too much insulin. The insulin pump will not be returned for analysis.